Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low and high blood glucose (bg) levels of 40 mg/dl and greater than 300 mg/dl for the past couple days. The causes of bg issues were unknown. The customer received third party assistance from emergency medical technicians (emts), who provided glucagon tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.